Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the issue was due to a malfunction in drawer 1.4, which was broken and needed repair. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 4 being unable to open, which was attributed to broken rails and the drawer not being detected. A field service engineer replaced the damaged rails of the retractor band drawer controller and module to resolve. A field service engineer confirmed that there was a delay in the dispensing of the medication. The system functioned as intended after the field service engineer repaired the device.